Event description:
The customer called for help with her meter. While troubleshooting, she performed normal control tests and received results of 207 and 228 mg/dl. The normal control range is 113-162 mg/dl. The customer did not allege any adverse events. The strips are to be returned for eval, and replacement strips will be sent.